Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. The patient was experiencing urinary retention and underwent a procedure to loosen the sling on (B)(6) 2013. The patient experienced numerous bladder infections. The patient underwent another procedure on (B)(6) 2014. During the procedure the surgeon could see the sling in the bladder and urethra and the sling was removed. The patient will be followed and have a cystoscopy. Additional information was requested.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.